Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon string pulled out leaving the tampon inside. She was unable to remove it and went to the ER where the tampon was removed in pieces. She was prescribed metronidazole 500mg as a preventative. She experienced a cramping pain after removal of the tampon pieces in the ER. Her symptoms have now resolved.